Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient reported having no more access to sound with the device on (B)(6) 2014. There was no impact or swelling. Re-implantation surgery is scheduled for (B)(6) 2014.

Manufacturer narrative:
Conclusion: device investigation results identified a failure of the stimulator electronics. The problems described in the patient report seem to match this finding. This is a final report.